Event description:
Information received from a patient reported that their implantable neurostimulator (ins) wasn¿t working. The patient stated that they had an appointment with their healthcare provider (hcp) on (B)(6) 2016. A manufacturer representative was present at the appointment as well and after checking the device, they determined that 75% of it wasn¿t working. The patient was wondering if that was normal and if it had happened before. It was reported that the patient¿s ins was reprogrammed but nothing was working and they felt no stimulation. The patient stated that they shut their device off when they got pregnant and wanted to get it recalibrated since they hadn¿t used it in two years. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.